Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm and drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Customer¿s blood glucose was 150 mg/dl at the time of incident. Insulin pump has not been exposed to high magnetic field. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. However, device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to verify pump error 37 or pump error 130 due to motor anomaly.